Manufacturer narrative:
Adhesions are a common event after surgery with or without the use of surgical mesh. It is unknown whether the device caused or contributed to the need for reoperation in this case.

Event description:
An ovitex lpr device was used to reinforce and repair the abdominal wall after prostatectomy in the ingunal space. It was reported that the patient experienced symptoms of a small bowel obstructions and underwent a secondary surgery where adhesions to the device were found and were taken down.